Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states:"fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the explanted device found evidence of fatigue fracture.

Event description:
It was reported that the patient underwent a total knee replacement on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2013 due to a fracture of the tibial plate.